Event description:
A (B)(6) female pt contacted zoll customer support to report that the pt's electrode belt will not stay connected to her monitor because the connector is damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode belt connector) has been confirmed. Upon evaluation the trunk cable connector was broken and the locking nut was missing. The cause for the broken connector and missing locking nut cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the broken connector and missing locking nut. The pt received a replacement electrode belt.